Event description:
It was reported that while using the surgical fiber during a prostate procedure, the ¿fiber cap detachment, cap detached upon cleaning tissue off cap¿ @ 23,882 joules of use; the scope lens was blurred. The lens was exchanged and a second fiber was used. The patient "was a heavy bleeder"; history of asa use; "age" of patient was also a concern. The physician chose to convert to a an alternate procedure (button) to complete the case. Reportedly, the physician used 160 vapor / 40 watts coag during the case. Patient outcome: ¿ok, no injuries.¿